Manufacturer narrative:
Eex901 ¿ stimulator extender; manufacture date ¿ unknown; serial number ¿ (B)(4). (B)(4). 945daq916: the device was tested and passed manufacturing specifications. There were no problems with the included cables. No fault found. Eex901: the device was tested and passed manufacturing specifications. No fault found. This device is used for therapeutic purposes.

Event description:
The customer requested evaluation and repair of the devices (stimulator extender and nim eclipse). These items were evaluated by the customer's service provider and did not involve a patient. The company routinely checks these items and found them to be compromised ('not working efficiently') prior to taking them to cases. It was reported that there were intermittent signal issues with the amps. They were unable to determine whether the cable(s) may have been to blame. The devices were unreliable and swapped out.